Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the valve is not sealed properly and is pulling air into the feeding side, filling the consumers stomach with air. This is causing the pump to go back into the flush mode, due to air bubbles in the feed line. Pump forces priming before it will return to feed mode.

Manufacturer narrative:
The device history record showed all acceptance criteria inspections were within acceptable limits during the production process. No sample was received for evaluation; therefore, a root cause could not be determined. The current manufacturing activities are running according to product specifications, meeting quality acceptance criteria, validation process, and released procedures. We will continue to monitor and take actions as applicable.